Manufacturer narrative:
The pump has not been requested for return. Customer support determined that use error caused the blood glucose excursion. The serial number of the pump is not available (B)(6).

Event description:
The patient reported that her blood glucose (bg) was 20mmol/l with ketones and nausea. She said that she treated the bg elevation with an insulin pen injection. Upon review with customer support, she confirmed that she does not always prime the pump until she sees drops of insulin emerging from the end of the tubing. Customer support instructed her on correct technique; she completed the process during the contact, and expressed understanding.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on 12/22/2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data in the pump black box or download history from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A force sensor calibration test was completed and confirmed that the force sensor was correctly detecting force. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no circuit defects were found. No delivery related defects were found during testing.